Event description:
In early (B)(6), the pump logs showed multiple motor stalls/motor stall recoveries (approximately 10) dating back to (B)(6) 2011. On (B)(6) 2011, the logs showed "pump in safe state" and a low battery reset message. Pump removal/replacement was being discussed. The device system was used to deliver morphine 10 mg/ml at 0.9 mg/day. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed motor corrosion; feed thru anomaly. Analysis of the catheter revealed a slice/cut on the catheter body.

Event description:
It was reported that the pump was beeping a lot. The pump was explanted. It was noted there was no patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the event was updated to battery exhaustion.

Event description:
It was later reported that the pump was interrogated on (B)(6) 2011 and the results showed a low reservoir volume. The patient outcome was reported as ¿resolved without sequelae¿ on the day of the pump explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.